Event description:
Customer reported that she was hospitalized for low blood glucose. Troubleshooting suggested that pump basal setting, were incorrect. Explain impact of incorrect programming on blood glucose. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.